Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced an adverse event. Patient's mother reported that the patient had experienced a loss of signal between the transmitter and the smart phone and after the signal had been restored, she was alerted of a hypoglycemic event. Patient's blood glucose was somewhere in the 50's to 60's range. The patient's mother verified the patient's blood glucose with a glucometer prior to treating the patient with glucose tablets and orange juice. Patient's mother stated that the low event could have been avoided had the signal loss not occurred. Additional patient information is not available. Data was provided for evaluation. The reported event of loss of connection was confirmed. A root cause could not be determined. Additionally, the transmitter was returned for investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of loss of connection was confirmed. The root cause could not be determined.